Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The exact cause of the damage observed to the cartridge assembly could not be reliably determined.

Event description:
The device was used during during a thoracoscopic wedge resection procedure. Reportedly, the staples did not form properly and a piece from the cartridge disengaged into the cavity. The surgeon added manual suturing and the piece was retrieved laparoscopically. No pt injury was reported.